Event description:
The surgeon reported that during use of a pruitt f3 carotid shunt there was leaking at the security balloon during use. The shunt was inefficient with important bleeding on the internal carotid. Shunt couldn't be changed due to high risk for the patient. Hospital reported the incident to ansm. The customer-ID of the incident is (B)(4). Due to failure of the device, the operation was longer than usual and there was a bad irrigation of the brain.

Manufacturer narrative:
The product involved in the event has not been returned for investigation, therefore the root cause of the reported event could not be determined. The user did not report the lot number of the involved device, therefore no device history record could be reviewed for this case.